Manufacturer narrative:
A replacement glidescope titanium lopro t3 was provided to the customer. The titanium lopro t3 used in the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned titanium lopro t3 and confirmed the image failure. The technical service representative noted the inability to connect the customer's titanium lopro t3 to a known, good, test monitor due to excessive sealant on the connector. The camera image quality test was performed and failed. The technical service representative attributed the "no image" issue to a damaged connector. Since no repair is available for the glidescope titanium lopro t3 and a replacement titanium lopro t3 was already provided to the customer, the titanium lopro t3 used in the procedure was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope titanium lopro t3, there was a "no image / black screen" issue. A delay in the procedure of a few minutes occurred as a back-up blade was obtained. No harm to the patient or user was reported.